Manufacturer narrative:
(B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced a hyperglycemic episode on two days dated (B)(6) 2025 and (B)(6) 2026. The blood glucose value was 450 mg/dl and 600 mg/dl. The issue led to hospitalization due to diabetic ketoacidosis and required treatment with intravenous drip resulting in stable blood glucose levels with no reported complications. The patient was released after twenty four hours of hospitalization.